Event description:
It was reported that a dissection occurred. In (B)(6) 2026, the target lesion located in the left circumflex artery (lcx) was pre-treated using a wolverine cutting balloon and two nc balloons resulting in 20% residual stenosis and timi flow of 3. The lcx was further treated using a 2.50 x 40 mm agend drug coated balloon (dcb), however due to a stylet issue the balloon could not be used. Another 2.50 x 40 mm agent dcb was then used, which resulted in a small dissection. Additional intervention using a stent was performed to treat the dissection. Post-angiography revealed 0% residual stenosis and timi flow 3. The patient was discharged on asprin and clopidogrel.

Event description:
It was reported that a dissection occurred.in (B)(6) 2026, the target lesion located in the left circumflex artery (lcx) was pre-treated using a wolverine cutting balloon and two nc balloons resulting in 20% residual stenosis and timi flow of 3. The lcx was further treated using a 2.50 x 40mm agend drug coated balloon (dcb), however due to a stylet issue the balloon could not be used. Another 2.50 x 40mm agent dcb was then used, which resulted in a small dissection. Additional intervention using a stent was performed to treat the dissection. Post-angiography revelaed 0% residual stenosis and timi flow 3. The patient was discharged on asprin and clopidogrel.

Manufacturer narrative:
With all the available information, boston scientific concludes:device history record review:a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the event. Device technical analysis:the device was not returned to the complaint investigation site for analysis. Labeling review:based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications.risk review:a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.investigation conclusion:as per the agent instructions for use, vessel injury (spasm, dissection, perforation, rupture, arteriovenous fistula, aneurysm), is a known adverse event associated with device use. This investigation is assigned a most probable investigation conclusion code of known inherent risk of device.